Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl and 115 mg/dl. The customer declined troubleshoot for low blood glucose. The customer was advised to inspect sensor to determine if it is securely taped to skin or if it has moved. The insulin pump will not be returned for analysis.